Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic colectomy with the subject device, a buzzer sounded from the subject device and the power was turned off. The user restarted the subject device and the subject device worked properly. The same phenomenon happened again, but the user restarted the subject device and completed the procedure by using the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon was duplicated. Omsc checked the log file of the subject device and confirmed that error e03 occurred. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported phenomenon occurred since the pressure sensor mounted on the main board of the subject device was broken. The exact cause of the failure of the pressure sensor could not be conclusively determined. Based on the investigation result and past CAPA case, omsc surmised that the pressure sensor was broken due to the following causes. - accidental failure. The following process errors. - oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. - a foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, and the wiring inside the pressure sensor was peeled off due to adherence of the foreign matter (epoxy).